Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee arthroplasty, the femoral impactor pad fractured upon impaction of the femoral component. Another device was used to complete the procedure. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned device identified the impactor pad was fractured and showed wear consistent with usage. The device history records were reviewed and no discrepancies were identified. As the device had a potential field age of approximately seven (7) years and ten (10) months with unknown usage, the root cause can be attributed to normal wear and tear of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.